Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced sustained high blood glucose (bg) levels exceeding 25 mmol/l (450 mg/dl) overnight, followed by two days of remote nurse support. With bg still elevated at 20 mmol/l (360 mg/dl), the patient was taken to the hospital for three hours and diagnosed with diabetic ketoacidosis. Symptoms including vomiting, difficulty breathing, pale skin and fatigue. The pod remained in use throughout and was worn for more than 72 hours. Medical staff confirmed that the pod was functioning properly but suspected insulin resistance due to prolonged hyperglycemia. Treatment included insulin via pens and corrections through the pod, along with adjustments to the pdm settings.